Event description:
Customer reportedly obtained results of 326 mg/dl and 162 mg/dl on the advantage system within 10 mins. No actions taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.